Event description:
It was reported the patient presented to ER after receiving inappropriate therapy due to noise. Lead dislodgement was suspected. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.